Event description:
It was reported by the customer that the pyxis medstation es system station had failed drawer. A customer indicated that the user was unable to provide medication, resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer encountered a failure and could not be restored. The error notification indicated that the drawer was unable to open. A field service engineer conducting tests on the controller boards for drawer 2 determined that both control boards, 2.1 and 2.2, were operational. Consequently, I proceeded to replace the control module. The system functioned as intended after field service engineer troubleshooting.